Event description:
The user facility reported that a system 1e processor hose had separated causing water to leak into the room where it was located. Facility personnel shut off the water supply and no injuries, procedural delays/cancellations, or property damage were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the 90 degree factory crimp fitting separated at the big blue filter housing outlet connection. The technician noted that the user facility's water pressure to be over 100 psig. The operator manual states (pp.2-1), "minimum 40 psig; preferred 50-60 psig." The steris technician replaced the hose assembly and confirmed the unit was operational. Steris advised the user facility that their water pressure was out of specification and recommended the unit remain out of service until the water pressure is in specification.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).